Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. Reporting, that the iol was not explanted.

Manufacturer narrative:
The used company cartridge was not returned. A photo was provided of a lens in the eye. There is a mark near the upper edge. Unable to determine if this is lens damage from the photo. Thirty-seven unopened company cartridges were returned for the reported lot. One sample was pulled from each returned carton. The samples were numbered 1-4 for evaluation purposes. The four returned unopened company cartridges were opened and microscopically examined. No damage or abnormalities were observed. The four returned unopened company cartridges were functionally evaluated. No lens or cartridge damage was observed after the lens deliveries. The returned unopened company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens model indicated for this complaint is not qualified for use in the company cartridge. A qualified handpiece and viscoelastic were indicated. The root cause for the reported lens damage may be related to a failure to follow the IFU. The customer indicated the use of a non company viscoelastic. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The used company cartridge was not returned for evaluation. No other determination can be made without physical evaluation of the complaint sample. Four of the returned unopened company cartridges were evaluated. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. There are 3 other complaints in the lot to same facility. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during implantation of an intraocular lens (iol) the lens was scratched by the cartridge. Additional information was received stating scratches on the optics of the iol during insertion of the iol. No patient harm reported.